Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The device was otherwise normal. (B)(4).

Event description:
It was reported that after a lead reposition, there was no capture and an inability to properly tighten the set screw. The device was explanted and replaced. The patient was discharged. No adverse consequences for the patient were reported.